Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the initial functional testing and archive data review. The root cause of the observed (ua) 07 error was the defective load cell module 1, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed the initial functional testing due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that load cell module 1 exceeds normal parameters and was replaced to remedy the (ua) 07 error. A review of the archive data showed (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
Customer reported the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message and doesn't start compressions. Patient use information was requested but no additional information was provided, therefore patient use is unknown.